Event description:
It was reported that multiple intermittent alarms occurred. The issue caused the customer's blood glucose level to exceed 500 mg/dl, resulting in a "high" reading. To address the high blood glucose, the customer administered a correction injection using an alternate method and changed the infusion set and cartridge before resuming insulin delivery. The problem had been ongoing for 3-4 weeks, with multiple occlusion events reported, and the customer consistently used the same method to resolve the issue each time. No third-party assistance was required. Cts to replace pump. The customer reverted to an alternative method of insulin therapy.